Manufacturer narrative:
Code was used for the cardiovascular event as there is no other code that best describes an unspecified cardiovascular event. This is one of two device reports associated with this event. This event is one of two events for the same pt.

Event description:
The plaintiff's atty alleged that the pt experienced an adverse cardiovascular event and subsequently expired, which was allegedly caused by the esposure to the prod administered for dialysis treatment.